Event description:
An angio-seal device was deployed without consequence on a unk date. The pt returned to the hospital where a pseudoaneurysm was noted. The pt was transferred to surgery for repair of the pseudoaneurysm.